Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device was returned for analysis. The returned device had a damage in the guidewire exit hole port and detached in the distal tip assembly of the catheter. A portion of the tip was not returned for analysis. The resistance in tracking the guidewire testing cannot be performed based on the on the returned condition of the catheter. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Same case as MDR ID: 2134265-2018-01022. It was reported that catheter stuck in stent and tip detachment occurred. In 2014, a promus premier¿ drug-eluting stent was implanted in the left circumflex artery (lcx). In (B)(6) 2018, the patient was presented with 99% in-stent restenosis (isr), with moderate tortuosity and severe calcification in the previously implanted promus premier¿ stent in lcx. Percutaneous coronary intervention was then performed. Pre-dilation was performed, however the isr was not expanded sufficiently. Residual stenosis was still 99%. Intravascular ultrasound (ivus) was then performed with opticross¿ imaging catheter. Imaging pullback was performed normally. However, during removal when the physician attempted to pull the ivus catheter, resistance was encountered. The catheter became stuck with the previously implanted promus premier¿ stent. The physician pulled the ivus catheter with force and device got detached at the guidewire port at 1.5 centimeters from the tip. The physician attempted to retrieve the detached tip with a goose neck snaring device but was unsuccessful. The detached tip was then crimped to the lcx vessel wall with a 3.5x28mm synergy stent. Subsequently, it was noticed that the promus premier¿ stent had shortened. The stent was then expanded and the procedure was completed. The device fragment left inside the patient's body is under follow up observation. No further patient complications were reported.